Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. Model number is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient experienced a reaction to the astron device. The patient received the device (B)(6) 2021. It is unclear when the patient first used the device, or when the reaction occurred. However, the patient reported swelling of the lips and tongue.

Manufacturer narrative:
Additional information provided by the provider: section a4: updated to reflect the new information provided. Section b3: updated to reflect the new information provided. Section b5: updated to reflect the new information provided.

Event description:
The patient was reported to have a rection to the tap iii device. The device was delivered to the patient on (B)(6) 2021, with the reaction occurring(B)(6) 2021. The patient experienced swelling of the tongue, lips and inside the mouth. The swelling hindered the ability to speak. The patient used the device for three days (exact date unknown). Once discontinued (exact date unknown) the reaction lasted for 4-5- days (exact date unknown). The patient has no known allergies after having seen an allergist. The results were negative. With regard to the device: the device was cleaned with anti-bacterial soap and rinsed. A water bath was carried out until the device was softened. The patient cleaned the device with cool water, toothbrush and anti-bacterial soap as well.

Manufacturer narrative:
CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
It was additionally reported that the patient had a layer of skin that was coming off and swelling in the morning.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) the retained samples from both lots were reviewed. No manufacturing deviations or abnormalities are known. We have no further complaints except the ones known from gl. Erkodent review: lot# erkodur e2mm11581 (erkodent) was manufactured from february 22, 2021, and was assigned an expiration of february 2024. Lot# e-pro ep2mm11584 (erkodent-pro) was manufactured from march 4, 2021, and was assigned an expiration of march 2024. Supplier (airway management) no deviation. C of c (certificate of conformance) analysis, shows material compositions are within specification. Airway management review: part #: 12k-ormy-21 was manufactured on november 11, 2021, and no expiration date was noted. Part #: 12k-orhm-21 was manufactured on september 23, 2021, and no expiration date was noted. Kit #: pkt12k-ormj-21 was manufactured on november 08, 2021, and no expiration date was noted. Kit #: pkt12k-orhs-21 was manufactured on september 27, 2021, and no expiration date was noted. Garreco acrylic review: supplier reviewed c of a (certificate of analysis), a chemical analysis report, and confirmed material compositions are within specification. Sandvik osprey monomer review: supplier reviewed c of a (certificate of analysis), a chemical analysis report, and confirmed material compositions are within specification. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. The returned parts included both upper and lower without case. The results were summarized: roughness - the flange was smooth; internal/external surfaces were smooth. Delamination - layers were intact and did not separate. Discoloration - the device appeared clear hint of yellow and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. Root cause: a root cause for this complaint cannot be explicitly determined. Per the reported complaint, "the device was cleaned with anti-bacterial soap and rinsed. A water bath was carried out until the device was softened. The patient cleaned the device with cool water, toothbrush and anti-bacterial soap as well." It is possible that reactions could be caused by soaking material. Per tap3 patient instruction_prtd17 rev. I, the "home care instructions" section states the following: rinse with water before use. Always brush your teeth and floss well before inserting the tap¿ 3 in your mouth. Each morning after use, thoroughly clean your tap¿ 3 appliance using a regular soft toothbrush, cool water, and toothpaste. Hot water should not be used. · rinse thoroughly after cleaning and dry the appliance completely before storing it in the container. It may help to leave the container open to ensure that the tap¿ 3 dries thoroughly. Per tap3 patient instruction_prtd17 rev. I, warning: the tap¿ 3 should be stored in a cool dry place. The appliance is made from sensitive materials and should not be stored where temperatures exceed 120of, such as in the glove compartment of a car or the cargo hold of an airplane. Do not clean the appliance in hot or boiling water, nor to soak it in bleach or hydrogen peroxide which will cause the trays to distort or the lining to become brittle and delaminate. Per tap3 patient instruction_prtd17 rev. I, warning: do not dissemble any of the tap¿ 3 hardware. The tap¿ 3 is a medical device and the patient must not tamper with it other than following specific instructions in the patient instruction booklet. This complaint will be kept on record for tracking and trending purposes.